Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0b3py, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative that they experienced intermittent strong stimulation and also reported that her overactive bladder symptoms had returned. The manufacturer representative ran an impedance check with the clinician programmer and all electrode combinations were greater than 4000 ohms. The manufacturer representative increased impedance check levels to 2 volts and all electrode combinations reported back greater than 4000 ohms. The patient's device was shut off but the patient insisted that the device be turned back on and showed how to turn the device on with their icon programmer. The issue was not resolved and the status of the patient at the time of report was "alive, no injury". The manufacturer representative reported that surgical intervention occurred, but it was not detailed or defined as to what it was. The event occurred during the life of the implanted device; after post op and before explant and the indication for use was urinary dysfunction/sacral nerve stimulation. No outcome or intervention regarding this event was reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3037 (B)(4) implanted: explanted: product type programmer, patient product ID 3889-28 lot# va0b3py implanted: (B)(6)2013 explanted: product type lead product ID 3889-28 lot# v571447 implanted: (B)(6)2011 explanted: (B)(6)2013 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the wire broke a couple of years ago and she felt shocking. The patient reported the wire was then replaced. The patient noted the shocking began probably 1-2 months before (B)(4) 2013. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.